Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during preparation for use for a therapeutic lap hernia procedure, the device found co2 leaking from inside the unit and a sound observed coming from the unit. The intended procedure was completed using a similar device. According to the reporter, patient is safe. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated. During evaluation, the phenomenon was confirmed. In addition, the front panel was found broken in multiple places, paint is peeled off on the top cover, hit and scratch marks found on front panel and power switch, minor dent on top cover, rusting found on rear panel, chassis, and the insufflation valve of the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air leakage was caused by a failure of the primary decompressor. However, the definitive root cause of the primary decompressor failure could not be determined. The primary decompressor had the function of the first stage when depressurizing the input pressure of carbon dioxide (co2) supplied to the device using a two-stage system. Olympus will continue to monitor field performance for this device.